Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with test results from results obtained of 197, 251, 232, 217 and 184 mg/dl. The customer's expected fasting blood glucose test result range is 109 - 154 mg/dl. Customer stated that she does not exercise much and that she normally runs high but has never seen numbers as high as the results obtained. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom; customer was educated on the proper storage of test strips. The test strip lot manufacturer's expiration date is 09/22/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: result 1 :197 mg/dl date:(B)(6) time:4:10 pm fasting, result 2 :251 mg/dl date:(B)(6) time:6:49 am fasting, result 3 :232 mg/dl date:(B)(6) time:6:10 pm fasting, result 4 :217 mg/dl date:(B)(6) time:11:55 pm fasting, result 5 :184 mg/d date: (B)(6) time:6:00 pm fasting. Customer states that she does not exercise much and that she normally runs high but has never seen numbers as high as what is in the meters memory. Customer states that all blood glucose tests are performed fasting.